Event description:
It was reported that during a rectal resection for polyposis procedure, the distal resection of the rectum was performed by firing the stapler three times. The first two firing cycles were successful, but the third reload was probably empty because the device cut the tissue but failed to apply the staples. As a result, the contents to the bowel poured into the abdominal cavity and the surgeon had to apply sutures. Since the surgical site was in a very hard-to-access place, the surgeon decided to perform a protective colostomy. The pt will have to undergo surgery again in 5-6 months. Applied sutures to mitigrate/resolve problem during procedure. There was no further consequence to the pt.